Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tips of 2 panalok loop inserters broke off into the fixation devices whilst the surgeon was inserting the devices into the bone holes. The fragments were not able to be retrieved and remain captured within the anchor, both secured within the bone hole. The procedure was concluded successfully without further issue or harm to the pt. Also see associated MDR 1221934-2011-00191.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.